Event description:
Healthcare professional reported right side "deflation". Healthcare professional later reported on rga "any creases associated with hole". Device has been explanted, replaced and discarded. Device will not be returned.

Manufacturer narrative:
Clarification: d6a- implant year- 2005 received.

Event description:
Healthcare professional reported right side "deflation". Healthcare professional later reported on rga "any creases associated with hole". Device has been explanted, replaced and discarded. Device will not be returned.

Manufacturer narrative:
E1. Zip code continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, crease/folding of implant.